Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Menstrual period has not come [amenorrhoea]. Unable to remove tampon, vagina [foreign body in reproductive tract]. Consumer used tampon when not having period to go swimming [device use issue]. Consumer reported via e-mail that she is unable to remove the tampon. No serious injury reported.